Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: shimura t et al. Patients refusing transcatheter aortic valve replacement even once have poorer clinical outcomes. J am heart assoc. 2018 sep 18;7(18):e009195. Doi: 10.1161/jaha.118.009195. Epub 2018 sep 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical impact of treatment delay after initial patient refusal of transcatheter aortic valve replacement. All data were collected from 14 centers between october 2013 and july 2016. The study population included 1542 patients (predominantly female; mean age 86 years; mean weight 49 kg), an unspecified number of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 156 deaths occurred. Of these, 123 died within 1 year after the procedure. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: post-procedural pacemaker implantation, acute coronary obstruction, disabling stroke, second valve implantation, conversion to surgery, cardiac tamponade, life threatening/disabling/major bleeding, major vascular complications, and greater than or equal to moderate aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.